Event description:
Customer reported blood glucose results of 21 mg/dl and 137 mg/dl within 10 minutes on the inform system; 28 mg/dl and 111 mg/dl within 10 minutes on the inform system. Customer reported no pt symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.